Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced ilet charger issues consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user or third party and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem, aligning with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.